Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16087, related manufacturer reference number: 2938836-2019-16088, related manufacturer reference number: 2938836-2019-16090. It was reported that the patient expired. The implantable cardioverter defibrillator was explanted and connected to merlin monitor. Upon review, it was noted that the patient had ventricular fibrillation and the device was undersensing ventricular fibrillation and failed to deliver therapy. The physician does not allege that death was related to device or leads or procedure, but suspects that it could have been due to undersensing of ventricular fibrillation. There were no issues noted with the lead. The device and leads were explanted.

Manufacturer narrative:
The partial lead of connector portion measuring 6.5 cm was returned for analysis. Analysis was normal. No anomalies were found.